Event description:
I went to (B)(6) to have the cutera coolglide laser used to remove small superficial spider veins from the side of my nose. The treatment was performed by (B)(6). She used to laser on my cheeks and underneath my eyes, even though it was to be used on the sides of my nose. I sustained open weeping lesions, large blister which has left a depression on my skin and multiple smaller blisters under my eyes and on my cheeks. I believe the laser as used by (B)(6) has done permanent scaring to my face and left a very visible mark on my face which will require additional treatments via a board certified plastic surgeon. Dose or amount: one treatment. Dates of use: (B)(6) 2013.